Event description:
The pump started alarming on the morning of this report. The patient was hearing a two-toned alarm. The patient was scheduled for a pump refill appointment on (B)(6) 2014, but due to being in the hospital the patient was unable to make the appointment. The patient was still in the hospital due to an oral virus. The patient¿s refill appointment was rescheduled for (B)(6) 2014. The last pump refill was (B)(6) 2014 and fill slip showed the low reservoir alarm date was (B)(6) 2014 with the low reservoir being 0.5 ml. The device system was delivering baclofen and morphine. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).